Event description:
It was reported that guidewire fractured and burr stuck on guidewire occurred. A 1.5 rotapro and rotawire drive was selected for use. During procedure upon draw testing, it was noted that the wire was cut by the burr, and the wire could not be removed from the rotapro. It was stated that only the wire was inside the patient. The procedure was completed with another of the same devices. There were no patient complications. And the patient fully recovered.